Manufacturer narrative:
This investigation is complete. Upon further information this investigation will be updated.

Event description:
It was reported that high out of range shock impedance measurements were noted when it comes to this device and right ventricular lead. Boston scientific technical services (ts) provide recommendations to determine the root cause of this issue. The patient was supposed to undergo an x-ray but no information regarding the x-ray was provided to date. No adverse patient effects were reported. This system remains implanted. Additional information noted that an increase to the high shock impedance alert was made. The patient will continue to be monitored fur any further increase in shock impedance measurement. If a significant increase in seen a high energy synchronized shock will be performed to assess the true shock impedance value. At this time no significant increase in shock impedance measurements was noted.

Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that high out of range shock impedance measurements were noted when it comes to this device and right ventricular lead. Boston scientific technical services (ts) provide recommendations to determine the root cause of this issue. The patient was supposed to undergo an x-ray but no information regarding the x-ray was provided to date. No adverse patient effects were reported. This system remains implanted.